Event description:
The customer reported that a pump was programmed to deliver 5ml/hour but the nurse suspects the pump was infusing 20ml/hour. No other information provided. The customer reports no patient harm.

Event description:
The customer reported that a pump was programmed to deliver a 55ml bag of drugs (500mg of furosemide & 500mg of chlorthiazide) at 5ml/hour but the nurse suspects the pump was infusing 20ml/hour as the bag finished sooner than expected. The infusion start time is unknown and the time that the bag was discovered empty was 1427. The customer reported no patient harm, specifically that there were no changes in the patient's clinical status and bp remained stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report that the pump module over-infused was not confirmed. Physical inspection noted the device to be in overall good condition. Analysis of the pcu event logs recorded furosemide was programmed (rate of 5ml/hr and vtbi of 40ml) at 09:58am on (B)(6) 2015, and started at 09:59am. The event logs show the infusion ran for 2 hours and 51 minutes before the pump module was channeled off at 12:50pm. The event logs recorded a calculated volume infused of 14.26ml. Rate accuracy was performed and found the pump module to be within specification. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.